Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the pump time was changed for daylight savings customer inadvertently set it at "am" versus "pm". Customer's blood glucose (bg) was low (value not provided) and food was consumed to address bg. Tandem technical support assisted customer with correcting time.